Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: broken observed assessed as unidentified (tear) opening. (Shell thickness was within specification). Missing shell assessed as inconclusive. Capsular contracture: unable to observe as it is not related to the device. Granuloma: unable to observe as it is not related to the device. Calcification: unable to observe as it is not related to the device. Cyst ¿ ndr: unable to observe as it is not related to the device. No other observations observed. No further actions are required as no manufacturing issues are observed.

Event description:
Explanting physician reported left side rupture. Ultrasound exam and mammography indicated "rupture left side¿, ¿capsular reaction/contracture and pain¿, ¿siliconoma in the left internal mammary chain in the cranial region¿, ¿numerous bilateral cysts¿ and ¿on the left, there are some scant benign calcifications¿. Device has been explanted and replaced with non allergan implants.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture and capsular contracture (baker grade unknown). Continued h6 (health effect ): f15.

Event description:
Explanting physician reported left side rupture. Ultrasound exam and mammography indicated "rupture left side¿, ¿capsular reaction/contracture and pain¿, ¿siliconoma in the left internal mammary chain in the cranial region¿, ¿numerous bilateral cysts¿ and ¿on the left, there are some scant benign calcifications¿. Device has been explanted and replaced with non allergan implants.